Manufacturer narrative:
No medical treatment was sought or administered. The user facility stated the employee subject of the reported event noticed the pack was wet when removing a pack from their v-pro max sterilizer. The employee was not wearing the required ppe at the time of the reported event. The steris operator manual states on page 1-2, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols), spill containment and cleanup." And on page 6-14, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit". A steris service technician arrived on-site, inspected the unit, and confirmed it to be operating according to specification. The technician notified the user facility of the appropriate ppe required when using the v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn when unloading their v-pro max sterilizer. No procedure delay or cancellation was reported.